Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported downstream occlusion alarms, caused by a downstream sensor with fluid readings that were above specification. The downstream pressure plate gap was also out of specification. The downstream sensor was recalibrated.